Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the leg, the site became infected. The patient visited the doctor and was prescribed antibiotics (name unspecified) to treat the affected area.

Manufacturer narrative:
B5 - describe event or problem updated. H6 - adverse event problem codes added.

Event description:
It was reported that after wearing the pod on the leg, the site became infected. The patient visited the doctor and was prescribed antibiotics (name unspecified) to treat the affected area. The blood glucose (bg) levels read high >500 mg/dl.